Event description:
(B)(4). Things have started a while back. I got essure in 2013. But I started having horrible pains in vagina have even passed out from them. Stomach pains. Recently have had rashes and now am allergic to my belts and jewelry. I have blood tests done everything seems fine so they dont know. Back pains. Headaches severe nausea. Recently was late on period. Having symptoms like im pregnant dr ordered pregnancy test. Then not even two weeks later which is now started having weird pains started spotting and now lots of blood. Not just like a normal period. But these pains nausea are absolutely horrible. Not to mention the rashes that come from jewelry and belts.